Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the proximal conductor was cut, there was blood/body fluid on the proximal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing environmental stress cracking was breach (non-electrical), the outer insulation was breach cut, there were several conductors distorted, the proximal conductor was cut, there was a white substance on the outer insulation, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. In addition the interior right ventricular defibrillation cabe was cut 41.5cm, and exposed coil continuity is complete. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was noted to have an insulation failure near the suture sleeve. Due to the patient's young age the physician decided to remove and replace the lead. It was noted that the lead was testing normally at the time of replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.